Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hypoglycemic episode reaching a nadir of 62 mg/dl blood glucose. The user treated with glucose tablets and did not require any further intervention.